Manufacturer narrative:
Additional investigation: per terumo bct's medical review, the device did not cause or contribute to this incident.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. Review of the rdf for this procedure indicated no system-related cause for the reported allergic reaction. From the rdf analysis and the disposable device history record review, there is no evidence that the disposable or equipment caused or contributed to the patient reaction. Possible causes include but are not limited to: donor physiological issues; in rare cases, the ethylene oxide (eto) that is used to sterilize spectra optia disposable sets has been known to cause allergic reactions in patients with an eto sensitivity.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the rdf indicate that the spectra optia system operated as intended. Per therapeutic apheresis handbook, the overall incidence of adverse events during therapeutic apheresis is 4% to 5%, with most complications being minor and well tolerated. The incidence of nausea/vomiting is referenced to be 0.5%. The incidence of respiratory distress is referenced tobe 0.3%. Per this reference, most complications are minor and well tolerated. In this incident,the patient was hospitalized, however, per report by the author of the publication, the patient recovered quickly and left the hospital a few days later with no residual symptoms. According to the spectra optia essentials guide, the spectra optia system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the spectra optia system and the donor and/or patient. Investigation is in process. A follow-up report will provided.

Manufacturer narrative:
This report is being filed to provide corrected information in occupation.

Manufacturer narrative:
Device lot #, manufacture date, and expiry are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a lymphocyte donor experienced chest pain, muscle cramps and pain in his lower left calf a few days post-donation. He visited his doctor who sent him to the ER for follow-up. He was given EKG and ultrasound then discharged. Per the donor, all tests came back normal and the donor is reported in healthy condition. Full patient (donor) identifier: (B)(6). The collection set is unavailable for return because it was discarded by the customer.